Event description:
Registered nurse reported that they have a patient that has a implanted gastric pace maker that is giving him pains and is shocking him. Patient was referred to an enterra physician. No follow-up information is available.